Event description:
It was reported the patient experienced ineffective therapy due to the system auto-reducing. Diagnostics indicated that the lead had multiple contacts with high impedance. In turn, surgical intervention may take place on a later date to address the issue.

Manufacturer narrative:
Event date: event date is an estimate.

Manufacturer narrative:
Correction: physician corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2022 the patient was initially scheduled for a lead revision to address infective therapy with troubleshooting revealing high impedances on the lead. During the procedure on (B)(6) 2022 it was discovered that the patient experienced an infection at the ipg and extension site. As a result, the ipg and extensions were explanted, and the patients lead remained implanted. On (B)(6) 2025 the lead was explanted to address the initial complaint of ineffective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.